Event description:
It was reported that during an unknown procedure, the clips get stuck (sometimes it worked, but sometimes it didn't). Another device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
It was reported that during an unknown procedure, the device would not staple and did cut with both cartridges. The instrument did not work properly. It is unknown how the procedure was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The two ecr60d cartridge reloads were received for analysis with no visual non-conformances and fully fired. No functional test could be performed due to the condition of the returned cartridges. It should be noted that as part of our quality process, each cartridge is inspected during manufacturing to ensure that the cartridge meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.